Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR. Report: 1627487-2017-08627 it was reported the patient experienced ineffective stimulation. Patient reported she felt her body was ¿rejecting the system¿ and requested it to be removed. As a result, the patient underwent scs system explant.